Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in an inappropriate shock to this patient, on 2 separate days. It was noted this patient has a concomitant transvenous device. Technical services (ts) discussed programming to primary vector and increasing the rate. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.